Event description:
In 2007, I went to my dr due to bilateral eye redness and discharge. The dr prescribed sodium sulfacetamide 10% and in about 4-5 days the redness and discharge resolved. However, from that time until the present date, I continue to have occasional eye redness, sensitivity, and discharge to both eyes. When I don't wear my contacts, the symptoms resolve. I believe that my contact solution may be contaminated even if the lot number is not listed on the product website for recalled items. I bought a double pack of amo complete moisture plus 16 oz., lot number b03538. I have been wearing contacts for over twenty years and I noticed when I change solutions at the beginning of 2007, I started having problems. I recently started using the amo brand because my regular solution was sold at the store, I went to so I tried this instead. I am concerned because I've seen news reports recently and have many of the symptoms describe. I believe that I have a contaminated product. Used four months in 2007, prn.